Event description:
No additional event information to report at this time.

Manufacturer narrative:
UDI# (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to surgeon not approving the return. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip arthroplasty surgery, the surgeon could not get the cup to press fit into the acetabulum. Cup was explanted and surgeon reamed up to the next size and used a new cup. Attempts have been made and no further information has been provided.